Event description:
It was reported that the patient experienced syncope and presented in the clinic. Upon device interrogation, the right ventricular lead exhibited high thresholds and decreased sensing. Chest x-ray revealed the lead had dislodged. The lead was explanted and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).